Event description:
Pt reported the lap-band "port was not in the right place" when it was initially implanted and " a port revision [had to be] performed." The revision provided no improved results and the pt was not losing any weight. The pt also stated the lap-band "has never worked correctly" resulting in no weight loss. The pt has since followed up with another physician to find the issue. A fluoroscopy was performed and no leakage was found. Immediately following the fluoroscopy, the band was filled with 4cc's, but was able to eat without restriction within a month. The pt was referred to a radiologist who performed a fluoroscopy while drinking barium. The test showed "a tiny bit of restriction." After about a week, there was no more fluid in the device. The device is still implanted and the physician is recommending an endoscopy. Further follow-up will be conducted to gather additional information.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and extract dates. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. Inadequate weight loss and vomiting are addressed in the labeling. Inamed does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted to the decision to explant in 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study, 299 pt total)."